Event description:
A patient's blood glucose was tested on two contour meters belonging to the clinic. The readings were 270 and 90mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strip information was not provided and the strips are not expected to be returned for evaluation. A new meter were sent to the customer

Manufacturer narrative:
Not all patient information was provided.